Event description:
Reporter states customer tested 6.1 inr on the coaguchek xs system while a comparison lab returned as 4.21 inr. Customer's coumadin dose was being held at the time of these results based on a meter result from the day before. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.